Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had received the software error detected alarm. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they insulin pump occurred on second occurrence. Troubleshooting was performed. The insulin pump will not be returned for analysis.